Manufacturer narrative:
The gs 777 wall transformer product is intended to supply power to welch allyn 3.5v instruments. No further information is available on the device at this time. Hillrom has requested for the device to be returned for analysis, once a complete investigation has been performed on the device a final report will be submitted with hillroms findings.

Event description:
Customer reported that the green series gs 777 wall transformer started to spark and burn when the mains plug was plugged in to the wall socket. It was additionally reported that there was burn damage caused to the plug as a result. There was no reported injury. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Welch allyn diagnostic sets help physicians perform fast physical exams and accurately diagnose a range of patient conditions thanks to innovative optical technologies that help clinicians get wider views of the optic disc and tympanic membrane. The device was returned for investigation. The hrc technician determined that the device failed visual inspection the reported problem of blackened transformer was verified and it was determined that the problem was with the power supply, the power supply was replaced, device was cleaned and a functional check was performed before returning to the customer. However, the power supply was discarded and therefore root cause of the failure of the power supply could not be confirmed. There was no patient impact or injury reported however as the root cause of the power supply failure could not be confirmed and the issue of this complaint is as described in the ongoing fsca with hillrom reference mod1329. Hillrom is cautiously reporting this event.

Event description:
Customer reported that the green series gs 777 wall transformer started to spark and burn when the mains plug was plugged in to the wall socket. It was additionally reported that there was burn damage caused to the plug as a result. There was no reported injury. This report was filed in our complaint handling system as complaint #(B)(4).